Event description:
User experienced discrepant gentamicin results for one pt sample. Initial result ran on another analyzer gave 3.1 ug/ml, which was reported. The same sample was run on this analyzer initially giving a 1.5 ug/ml, and repeated two additional times giving 0.86 and 0.9 ug/ml respectively. User corrected the original result of 3.1 ug/ml from another analyzer and used the 0.9 ug/ml result from this analyzer on the corrected report. User stated that there was a delay in giving pt medication, but received no report from the floor that the pt had any repercussions for this delay in treatment. The field service rep was unable to find a root cause and could not reproduce the problem. Performance tests were performed.